Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device had been physically damaged. An internal inspection of the device was performed and it was noted that the connector for the lcd flex cable was not properly latched into pcb-mounted jack connector, designator j2. After reconnecting the cable, proper device operation was observed. It is reasonable to conclude that the connector of the lcd flex cable became loose as a result of the damage to the device. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power their device on, the screen is blank. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.